Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient had and intra-aortic balloon (iab) inserted through a sheath and into the left femoral artery. The patient was taken to the operating room for open heart surgery. After surgery the patient was moved to the intensive care unit (ICU). Upon arrival in the ICU, the rn noticed that the central line was broken. They could not flush or withdraw from the line. As a result, the iab was removed. Another iab was not inserted because the patient was doing well. There was no reported patient death or injury. Surgical/medical intervention was not required. Per the clinical engineer, there was no delay/interruption in therapy. The patient outcome is listed as "good." It was noted that the staff feels that the central lumen broke while the patient was being moved from the gurnie to the bed.